Event description:
On (B)(6) 2015, the reporter/publication "freckmann g et al. (System accuracy evaluation of different blood glucose monitoring systems following iso 15197:2013 by using two different comparison methods. Diabetes technol ther 2015; 17:1-14)" alleged that this strip lot (# 3466917) failed to meet the accuracy requirement of iso 15197:2003. In their study, 94.5% of test strips rather than 95% met the standard's accuracy requirements. Since this was a laboratory study that did not involve patients, there was no allegation that the product caused or contributed to an adverse event.